Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 17 post-operative days of an open procedure for creation of ostomy for ilion stump and a new margin at the colon, the staple line opened. Anastomotic leakage was determined at the staple line in the colon stump. The patient had been re-intervened a couple of times prior, so due to the patient¿s condition, the patient was treated with non-steroidal anti-inflammatory drugs (nsaids) and antibiotics. The patient¿s hospitalization was extended for about 12 days. The patient has been discharged.